Event description:
It was reported that the bd needle 21 1-1/4 tw bulk pack was found to clogged prior to use. There are 2 lot #s: 9128939 had 360 occurrences and lot #9183835 had 360 occurrences. The following information was provided by the initial reporter, translated from korean to english: verbatim: ¿clogged needle. Sbd medical(fg supplier) found clogged needle during the syringe assembly. See the non-conformance report from sbd medical.¿

Manufacturer narrative:
H.6. Investigation summary: two photos and 360 actual unused samples were received by our quality team for evaluation. Upon visual inspection of all 360 samples, 359 out of 360 samples were found with clogged needles; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. There is a vision system at the assembly machine to detect the clogged needles and reject the part. Returned samples that were identified to be clogged are able to be detected and rejected by the vision system. The non-conformance might have happened because the reject station had a worn out valve. Based on the investigation, there is no issue with the extension of cylinder to reject the part, however, during the retraction there is a delay in the return action of the cylinder piston and hence cause the part to be rejected wrongly. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #9128939. Medical device expiration date: unknown. Device manufacture date: 05/08/2019. Medical device lot #: 9183835. Medical device expiration date: unknown. Device manufacture date: 07/02/2019. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd needle 21 1-1/4 tw bulk pack was found to clogged prior to use. There are 2 lot #s:9128939 had 360 occurrences and lot #9183835 had 360 occurrences. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿clogged needle. Sbd medical(fg supplier) found clogged needle during the syringe assembly. See the non-conformance report from sbd medical.¿